Manufacturer narrative:
No injury has been reported.

Event description:
A potential weakness has been identified in the probe body, so that, in a specific production batch, liquid may leak from the terminal part of the casing near the cable.